Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Estimated date: the additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of three puncture sites at the right common femoral vein using the pre-close technique via 7f sheath holes prior to an ablation procedure. The suture of one proglide device was successfully placed at each of the three puncture sites. The sheaths were upsized to 10f at one puncture site and 8.5f at the two other puncture sites. The ablation procedure was completed. Reportedly post procedure, echo was used to confirm the puncture site. The posterior vessel wall seemed to be sutured with one of the three sutures. An occlusion was not confirmed/suspected. It was not possible to confirm which of the three sutures stitched the posterior vessel wall; therefore, the three sutures were cut and manual compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.